Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).

Event description:
A resolute integrity (rx) was implanted in the lad. Approximately 3 days post the index procedure, the patient suffered a myocardial infarction. Another artery cx system was identified as the culprit lesion, which was treated with pci and stenting. The investigator has indicated the event was not related to the resolute integrity stent.